Event description:
Additional information later reported the cause of the event was unknown. Per the hcp the catheter was not broken. The patient got their pump refilled earlier the week of this report and reported no problems or complications per the pain management hcp. Per the office clinic noted from (B)(6) 2014 the patient described the pain as burning, numbness, sharp, shooting and throbbing. Intensity 10/10. The pain began after starting pt after knee replacement. The patient was having episodes of excessive sleepiness, nausea, vomiting and diarrhea. The patient was hospitalized and had itpp evaluated and noted to be working well. The patient followed up with the managing hcp who lowered the patient¿s pump by 10%. Plan was to discuss drug holiday/titrate off the pump/eval for suboxone.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4),

Event description:
It was reported that the patient was experiencing a change in therapy effect. Since (B)(6), the patient had experienced "sputtering type symptoms" where the patient "feels somnolent sometimes and feels like he's withdrawing sometimes¿. This had happened a "few times from (B)(6)", but it had been more frequent since (B)(6). The patient was in the ER (emergency room) on the date of this report. There were no pump alarms and the pump logs were normal. The pump programming was correct; the correct concentration, drug, and dose were programmed. It was noted that the patient had fallen, though not directly on the pump, on monday ((B)(6)). There were no falls or trauma around (B)(6) that might be related to the change in therapy. The device system was delivering dilaudid (10 mg/ml at 2.003 mg/day). It was later reported that the patient was experiencing withdrawal symptoms and also experiencing being overmedicated/overdosed/¿can¿t wake up¿. The symptoms ¿come and go¿; they lasted two or three days and then the patient would feel like he was alright. The patient felt that it had been a sudden change in his therapy. There had been times when he felt like he was coming down with a cold; he had chills, could not get warm, he was cramping up. He would go to bed and get up the next morning and be perfectly fine. The patient went to the ER (emergency room) for the first time on (B)(6) 2014. At that time, the ER doctor told him that he was overmedicated. The ER doctor was unable to get a hold of the patient¿s pump managing physician, so they sent the patient home. The patient was in the hospital about a week ago and was admitted to the ICU (intensive care unit); he was sick with withdrawals. He couldn¿t throw up because he had ¿a stomach wrap surgery for gerd¿; he was ¿dry heaving and freezing to death, just bad sick¿. The patient was given a shot of dilaudid into his IV (intravenous) when he was in the hospital; ¿in 10 minutes he was up watching tv and feeling fine¿. It was thought that the catheter ¿wasn¿t in place¿. A cat scan was done and it showed that everything was in place. There was no dye test done. The patient had followed-up with his pump managing physician and was told that everything was fine. The patient didn¿t understand how things could be fine if he was experiencing symptoms of withdrawal and overmedication. At the last pump refill in (B)(6), the patient and ¿1 mg and I was fixing to have knee replacement surgery and she turned it up to 2mg¿. It was later reported that the patient was discharged from the hospital the morning after admission.

Manufacturer narrative:
Corrected information: "life-threatening" is also applicable for this event. (B)(4).

Event description:
Additional information: the patient had also been to the ER (emergency room) in may for the overdosing and withdrawal symptoms. The patient had ¿a smell¿ that the nose could detect when he was having the overdosing and withdrawal symptoms. The smell was so bad that the patient had to put vicks on his nose. The patient was admitted to the ICU (intensive care unit) on (B)(6) 2014 and discharged on (B)(6) 2014. The patient went to pain management doctor and they turned down the pump. The doctor said the symptoms the patient was having were ¿psychogenic withdrawals¿ and ¿in a nutshell was in the patient¿s head.¿ as of the date of this report, the patient had been sleeping a lot since june and had had diarrhea for 2 months. It was noted that, the patient was not an active person. The patient had had another spell and didn¿t go to the ER because when they called the doctor; they said he was having psychogenic withdrawals. On (B)(6) 2014, the patient couldn¿t hold fluids down, had chills, sweats, and smell and again they were told it was psychogenic withdrawals. On (B)(6) 2014, the patient was real weak. On (B)(6) 2014, the patient was energetic and did some work on the car and didn¿t sleep during the day, but did that night. The patient had vivid dreams and twitching in dreams. The patient¿s normal sleep pattern was to get up between 4:00 and 4:30, but on (B)(6) 2014, the patient didn¿t get up until 10:30. He seemed like he was sedated and woke up after having anesthesia. He sat in a chair until noon. He had basically been asleep. They called the nurse and again were told it was psychogenic withdrawals; ¿it¿s all in his head.¿ the patient had ¿basically been asleep and in withdrawals all the way until right now ((B)(6) 2014).¿ this was the patient¿s 4th episode. The patient was scheduled to have an ¿si joint¿ injection at the request of the surgeon, but couldn¿t go. It was noted that the patient also had a spinal cord stimulation system in his body and the patient always had a laptop on his lap which was near the device. The patient¿s wife wasn¿t sure if either was affecting the pump. The patient had additional symptoms of shaking, twitching, electrical pulses going through his body, his nose was stuffed up, body aches, and he felt like he had the flu. The patient had ¿10 3 25 of norco¿ if he wanted to take it. As of the date of this report, they wanted to do a dye study. The patient¿s problems started after they turned the patient¿s dose up in (B)(6).

Manufacturer narrative:
(B)(4).